Event description:
It was reported that there was an air leakage noted in a tracheal tube. The event was noted during patient use, and there was no patient harm occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.